Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced foreign matter contamination. The following information was provided by the initial reporter: this is a report about suspected floating matter in a syringe. According to the customer's report (animal clinic), a floating matter was confirmed in an insulin cartridge used together with the bd's syringe. The customer is suspecting that the floating matter may be from the syringe.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a 0.3ml bd insulin syringe were provided. The customer reported a floating matter in a syringe. The photos were examined, and it was observed that a clear material was inside of the barrel of the syringe. The material could not be identified based on the photos alone. Without the physical sample for testing, the potential root cause could not be determined at this time. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced foreign matter contamination. The following information was provided by the initial reporter: this is a report about suspected floating matter in a syringe. According to the customer's report (animal clinic), a floating matter was confirmed in an insulin cartridge used together with the bd's syringe. The customer is suspecting that the floating matter may be from the syringe.